Manufacturer narrative:
Device remains implanted. Leaflet motion was obstructed by an external material, believed to be thrombus (because it was cleared up by lytic therapy). This is not a malfunction of the device. It is technically valve thrombosis, defined to be valve-related and thus reportable, per aats/sts guidelines. It is an expected adverse event defined in the IFU section 5. This event is occurring well-within expected frequency and there is no trend seen.

Event description:
Patient admitted for avr (aortic valve replacement). Root enlargement performed in order to fit a 19mm aortic valve. Valve implanted successfully. Intra-operative tee showed valve leaflets to be functioning properly. Upon follow-up after surgery (35 days post-op), echo showed one leaflet not closing well, causing aortic insufficiency (ai), but patient tolerated it fine. No subvalvular obstruction can be seen on echo and no observed thrombosis or suture impingement, though this cannot always be seen on echo. A small thrombus was suspected and low dose lytic therapy administered on (B)(6) 2015 and again on (B)(6) 2015. Repeat tee showing offending leaflet now moving much better, ai one plus. Target inr 3.5 plus aspirin going forward. As the issue was cleared up with lytic therapy, valve thrombosis is the suspected condition. This is being reported because it required medical intervention to prevent permanent damage, and valve thrombosis is defined to be valve-related and reportable per aats/sts guidelines.